Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely with a device longevity calculation. It was noted that the device longevity had fluctuated compared to a previous check. Technical services performed a longevity estimation and it appeared to be normal. The previous transmission appeared to be overstated. The patient will continue to be monitored with close follow up.